Manufacturer narrative:
Continuation of d10: w1dr01 ipg implanted on (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced dizziness and near syncope. It was also reported that there were episodes of atrial tac hycardia/atrial fibrillation associated with potential atrial undersensing, which triggered false termination of these events. The device was undersensing on the right atrial (ra) lead, resulting in inappropriate atrial pacing and affecting mode switch. Additionally, there was intermittent undersensing on the right ventricular (rv) lead. The ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient's symptoms were not related to the pacing leads. The pacing leads were reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.